Event description:
Complainant reported that the dissectors were introduced into the pt's breast pocket during an endoscopic breast augmentation procedure. While the surgeon was viewing the video screen, the tip of the dissector came through the pt's breast tissue and skin and resulted in a burn, approx 1 cm in length, on the medial side of the nipple. The severity is unk. The surgeon excised the burned tissue and sutured the hole. Surgeon believes foot pedal on esu may have been stuck, but is not certain.